Manufacturer narrative:
Product analysis - visually and optically confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. The above findings are consistent with torsional overload. Gch item # 10 feature or dimension : ø4.15 -.1 specification location 2342305-01s/m/l, rev.b - pg.1 of 2, loc. D2 measurement : mitutoyo 150mm caliper model# 500-769-10 ID# 01004 inspector <(><<)>(><(>&<)><(><<)>)> date: (B)(6) 2016 measurement: ø4.12 mm pass / fail - pass gch item # 10 feature or dimension : heat treat specification location 2342305-01s/m/l, rev.b - pg.1 of 2, - note3 / msd-pc-113 measurement : rockwell 2000 hardness tester model# 2003ta sn# (B)(4) inspector <(><<)>(><(>&<)><(><<)>)> date: (B)(6) 2016 measurement: 52 hrc pass / fail - pass.

Manufacturer narrative:
(B)(4): the driver has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that during spinal fusion procedure due to initial diagnosis of scoliosis, the tip of the screwdriver broke off as the surgeon was driving a screw. Product came in contact with the patient. No fragments remained in the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.